Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The system error 105 was confirmed through review of the event history log. During the eval, visual observations internal to the motor identified: excessive motor bearing were with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and starting to disintegrate. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.